Event description:
It was reported that during the implant attempt the patient experience diaphragmatic stimulation from the left ventricular (lv) lead. The stimulation could not be terminated and it was determined to implant a different lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.